Event description:
Allon patient warming device malfunctioned during cardiac surgery resulting in a thermal injury requiring localized wound care. The user facility alleged that the device caused or contributed to the patient injury but there is no evidence to support this claim.

Manufacturer narrative:
Belmont received medwatch mw5152927 on april 4th. Internal complaint file #(B)(4) was assigned to this incident for traceability. The device involved in this incident has not been returned to belmont for investigation. It was reported that there was a thermal injury to the patient while being treated with an allon that required localized wound care. Although it is alleged that patient suffered injury, there is no evidence that the device caused injury or any details to the extent of this reported injury at this time. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause burns. The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Belmont contacted the user facility on april 4th, april 18th and may 1st requesting the return of the device for investigation and for additional information on the incident. To which, we received the response on may1st confirming the serial number of the device involved in the incident and that the device is in quarantine. Belmont have not received any additional details on patient injury, associated wrap used or clinilogger data. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Manufacturer narrative:
Belmont contacted user facility requesting device return and collect additional information regarding the event on: april 4th, april 18th and may 1st. For which we received confirmation from the user facility on may 1st that the unit was quarantined since the incident and could not be sent for investigation at this time. Clinilogger data from the unit was requested but was not available for investigation. Images of the reported event and additional information were requested but were not available as well. No device malfunction can be verified, and the root cause of the reported thermal injury cannot be determined. We have reviewed the device history of this unit, and no similar incidents were identified. The complaint file will be reopened in the event the device or additional information becomes available. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.